Manufacturer narrative:
Reported event: an event regarding infection involving an unknown stryker knee was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays, device identification and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
This pi is for the (B)(6) 2018 knee revision. In providing details for a revision of the patient's knee on (B)(6) 2020, the following was reported: patient underwent primary tka outside of cors scope. Had a revision tka for pji on (B)(6) 2018. The device implanted was a scorpio x3 poly.